Event description:
It was reported that stent damage occurred. The 91% stenosed, 15-17mmx3.5-4.0mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 16 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when it was removed, the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was returned for analysis. A stent delivery system was returned for analysis without a manifold. The manifold was not returned for analysis and therefore the catheter lot number and the device type printed on the manifold was not available. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The crimped stent length was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found a hypotube break located immediately proximal to the proximal strain relief (1446 mm proximal to the distal tip) at the site of the absent manifold. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 91% stenosed, 15-17mmx3.5-4.0mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 16 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when it was removed, the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.